Manufacturer narrative:
Should additional info become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent. The event is captured in our labeling as a foreseeable event.

Event description:
A (B)(6) year old female with surgical trauma and pelvic floor denervation was implanted with an acticon device on (B)(6) 2005. On (B)(6) 2011, the cuff was removed and replaced due to fluid loss.